Event description:
Instrument that screws into the acetabulum cup broke off where it screws in. It was flush with the acetabulum cup that was inserted into the patient. Doctor felt it would cause more harm to remove the implanted cup, so it remains in the patient. Manufacturer response for cup inserter, g7 efficiency, modular cup inserter (per site reporter). New item ordered. No other response yet.